Event description:
The manufacturer received information of a patient expiring while using the remstar auto a-flex CPAP device. Although the reported event occurred on (B) (6) 2010, the manufacturer was not notified of the event until (B) (6) 2010. The device has not been returned to the manufacturer for investigation. The manufacturer will submit a follow up report when the investigation is completed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 185 mg/dl and 87 mg/dl. Customer took his regular medications of 1000 mg of metformin and 1/2 pill of glipizide immediately after the reading of 185 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.